Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients. This report represents the erroneous elevated accutni result, above the ami cutoff of the assay, generated for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on the same instrument as well as another instrument, the accutni results were lower, within the normal reference range of the assay, and considered valid. The patient's additional assay testing results produced normal results. The initial, elevated accutni result was reported outside of the laboratory and the patient was transferred and assumingly admitted, to another health facility based upon the suspect accutni result. No other patient results were questioned in association with this event. The sample was collected in a plasma tube, stored at room temperature and centrifuged prior to testing. The sample was not hemolyzed or icteric. Assay performance data indicated that all quality control values recovered within the customer's established specifications during the timeframe of the event. A system check performed prior to the event generated results which met instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) rebuilt the wash pump and then replaced the incubator belt and clips. Upon completion of the repairs the fse performed an accutni precision test and a system check which both generated acceptable results. The instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00695, 2122870-2012-00794.